Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings: investigation revealed that there was moisture under the display. Additionally, investigation revealed that the battery compartment was cracked. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was further evidence of internal moisture observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.